Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one year ago. During the procedure, the patient lost 6500 ml of blood during. It was also reported that on an unknown date, the patient presented with a post-op hematoma. No additional information is available. The patient is fine. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results adn conclusion: (hematoma, blood loss). (Unknown cause of event).